Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed - the video connector label had peeled off. Additionally, as noted in describe event or problem, the adhesive had deteriorated. The bending angle was insufficient due to the angle wire having been elongated. There were scratches present on the angle lever, switch, plate, video connector case, and the surface of the light guide cover glass. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their endoeye flex deflectable videoscope due to a scope connector label peeling off. However, during the device evaluation, it was discovered that the subject device's adhesive had deteriorated. This report is being submitted to capture the deteriorating adhesive found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.